Manufacturer narrative:
Concomitant medical products: product ID: 8703w, lot#: l40846, implanted: (B)(6) 1996, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8703w, serial/lot #: (B)(4), ubd: 26-aug-1998, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On 2018-aug-20, information was received from an healthcare professional (hcp) and patient via a manufacturer representative (rep) regarding a patient receiving morphine (1 mg/ml, 100 mcg/day) via an implantable pump for non-malignant pain and other non-malignant pain. On (B)(6) 2018, the hcp replaced the patient's pump (implanted in 2017) and also replaced a very old catheter. It was stated that the patient felt like the pump was not working right. The hcp got approval to replace both the pump and the catheter. The hcp felt the catheter wasn¿t fully patent and elected to replace the catheter and the pump. The hcp believed "it was the catheter, the patient feels like it was the pump implanted in 2017". The issue was resolved at the time of this report. The patient's status was alive - no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On 2018-sep-19, additional information was received from the rep. Additional information/clarification was requested regarding what caused the hcp and patient to believe there was in issue with the system. The rep stated, "patient felt like they weren't getting great pain relief. The physician knew it wasn¿t the pump, she felt like it was the old implanted catheter. She replaced the pump and catheter at the request of the patient." When asked what evidence was collected prior to the replacement to suggest an issue and the rep stated, "pain relief".

Manufacturer narrative:
The pump was returned and analysis found no significant anomalies. If information is provided in the future, a supplemental report will be issued.